Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump experiences an electrical short. The customer also reported that the display was flickering without alarming and that there was corrosion on one part of the printed circuit board within the battery module. It was also reported that there was no patient involvement.